Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that epic made a change to their interface based on the latest ihe pcd specification which caused many issues. For example, a nurse bypassed the auto-programming and specified that the bag was only 1/2 of the actual concentration. As a result, the rate of the infusion was twice the rate than it should have been and infused faster than expected. There was no report of patient harm.